Event description:
The customer observed false reactive alinity s hiv ag/ab combo results for one patient. The following data was provided: sid(B)(6). (B)(6) 2026 alinity s hiv ag/ab results 2.10 / 2.17 / 0.07 s/co (B)(6) 2026 cobas e801 results 0.250 / 0.253 / 0.273 coi. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06p01-55 that has a similar product distributed in the us, list number 6p01-60 / 61, with 510k number bl125679. Section a patient information: refer to section b5 for complete patient information.